Event description:
It was reported that during the scheduled replacement for the associated pacemaker, this right ventricular (rv) lead exhibited loss of capture (loc) at max capture thresholds outputs after wound closure. The wound was reopened and this rv lead was connected to a pacing system analyzer (psa), with it still presenting the same issues. Subsequently this rv lead was capped and surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that during the scheduled replacement for the associated pacemaker, this right ventricular (rv) lead exhibited loss of capture (loc) at max capture thresholds outputs after wound closure. The wound was reopened and this rv lead was connected to a pacing system analyzer (psa), with it still presenting the same issues. Subsequently this rv lead was capped and surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported.